Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-(B)(4).

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 10/8/2018. Device returned to manufacturer? Yes. Device evaluation: the z9002 lens was not returned in its original package. Visual inspection under microscope magnification was performed to the returned sample: lens returned cut in two pieces. Loose fibers/particles were observed on lens pieces related the handling of the unit out of a sterile environment. Residues of lubricant material were also observed lens pieces. Both haptics was observed slightly distorted. The complaint issue reported could not be verified. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to specifications. A search revealed no additional investigation request for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to johnson and johnson vision has been submitted.

Event description:
It was reported that the tecnis monofocal intraocular lens (model z9002, +19.0 diopter) was explanted from the patient¿s right eye because of the patient experiencing an hyperopic outcome. During the procedure an incision enlargement was performed. Reportedly, the lens was replaced with the same model, a z9002 +24.5 diopter. The patient was reported doing well when discharged. No further information was provided.